Event description:
It was reported the customer was experiencing high blood glucose. Customer's blood glucose was 358 mg/dl. The customer had treated their blood glucose with a manual injection. Troubleshooting found the customer's insulin pump passed all functional testing and their settings were correct. Customer also reported a hospitalization event due to a reaction they had from the flu shot. The customer was also unsure why their blood glucose was high as they did not have an infection currently. It was also found the customer was using cold insulin. Customer was advised to keep their insulin at room temperature. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.